Event description:
A discordant, falsely low sodium (na) result was obtained on a dimension vista 1500 instrument on one patient. The discordant result was not released to the physician(s). A new sample was tested on the same instrument and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
A siemens technical service consultant was contacted by the customer. The tsc evaluated the instrument data and determined that the customer was using a non standard integrated multisensor technology (imt) s600 sensor instead of a k800 sensor. The tsc reminded the customer to use the proper imt sensor on the instrument. The cause of the discordant sodium result was unknown. The instrument is performing within specifications. Further evaluation of the device is not required.